Event description:
Boston scientific received information that during the explant of this implantable cardioverter defibrillator (ICD) the set screw was up but an unspecified lead could not be removed. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed troubleshooting techniques. Resolution was requested and it was reported that the physician had not loosened all the set screws. Once all set screws were loosened the unspecified lead was release without issue. A return request was made for this device. Upon returned, initial analysis revealed a device anomaly. Detailed analysis is pending. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.